Manufacturer narrative:
Continuation of concomitant products: product ID: ha25025hd tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) telemetry was unable to establish during attempt to send a remote transmission. Troubleshooting was performed, however the issue remained. Patient was referred to healthcare facility. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated, the patient has not contacted the physician office nor has the patient been seen and/or had a device check. No further information is available.